Event description:
It was reported that a red alert was received due to high, out-of-range shock lead impedance (sli) measurements. It was noted that sli have been gradually increasing. A max energy shock was performed in which a 41j shock was given and the sli measured 84 ohms. At this time, the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was received due to high, out-of-range shock lead impedance (sli) measurements. It was noted that sli have been gradually increasing. A max energy shock was performed in which a 41j shock was given and the sli measured 84 ohms. At this time, the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (r) lead was surgically abandoned. No additional adverse patient effects were reported.